Manufacturer narrative:
Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
It was reported that during routine follow-up in clinic, device could not be interrogated. It was mentioned that the patient ignored the alert which device delivered few weeks earlier. Premature battery depletion was suspected. Device was explanted and replaced. Patient was recovering post-procedure. (B)(4).

Event description:
It was reported that during routine follow-up in clinic, device could not be interrogated. It was mentioned that the patient ignored the alert which device delivered few weeks earlier. Premature battery depletion was suspected. Device was explanted and replaced. Patient was recovering post-procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-17294 and associated follow-ups, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).